Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when administering medications, a bd syringe luer-lok¿ tip was noticed with the appearance of blood on the tip of the syringe.

Manufacturer narrative:
Investigation summary: one sample was received for evaluation. It came in the sealed packaging blister. It has discoloration in the luer tip. It is grease from the molding process. Additional lab analysis was able to rule out the presence of blood. Grease likely got on the plunger rod during the molding process. If the plunger rod would come in contact with the areas outside of the mold face and the good product chute, it could potentially come in contact with grease on the press. There is part containment in place to try and mitigate the issue, but due to static on the mold face the plunger rods can sometimes land in unpredictable locations. These parts can potentially fall back into the chute due to the vibration of the press. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the 1st complaint for the lot# 8221978 for the same defects or symptoms. There was no documentation of issues for the complaint of lot # 8221978 during this production run.

Event description:
It was reported that when administering medications, a bd syringe luer-lok¿ tip was noticed with the appearance of blood on the tip of the syringe.